Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this magna valve, 3000, size unknown, serial number unknown was implanted in 2007, (exact day is unknown). The valve was explanted, due to aortic insufficiency. No further information provided.